Manufacturer narrative:
The main component and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2016 they had poor communication and were not able to connect with the implant. It was stated that the remote has already been replaced once, and the patient did not know if the device was on or not. Swelling or bandages are still present as the patient was implanted on (B)(6) 2016, and the patient noted that they use a catheter. The patient also had a heart attack and was hospitalized, released on (B)(6) 2016, but the event was not related to the device or therapy. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.